Manufacturer narrative:
Concomitant medical products: unknown ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine device replacement, the right ventricular (rv) lead was connected to the new device and exhibited high/undefined pacing/defibrillation coil impedances. A lead fracture was suspected. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.